Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency due to device firing multiple times. Patient had atrial fibrillation with rapid ventricular response rate. An ablation was performed. Patient was stable and discharged.